Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of over 600mg/dl. Customer declined to troubleshoot for high readings. The customer stated the high blood glucose has happened often with their infusion sets and that they have also experienced pain when inserting. The customer also declined troubleshooting for infusion set issues and stated that they were going to change set. The product will not be returned for analysis.